Event description:
The customer stated that they are getting inaccurate low aorta diameter measurements from the aortascan.

Manufacturer narrative:
Additional device system component part number: pa005654/0570-0188. The reported failure was confirmed. Technician replaced failed dcm to address the reported failure.